Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 145403: 50 items manufactured and released on (B)(6) 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, 45 items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 7 years and 6 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.